Event description:
It was reported to philips that the device did not bootup as expected. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) checked the device on site and confirmed that system boot up slowly. Upon troubleshooting fse found flat detector and power supply of control modules did not shut down when the device was powered off, therefore the communication between startup software and system failed. Fse confirmed that the mpd (main power distribution unit) control board is defective. To resolve the issue, fse replaced the mpd control module. After replacement of the mpd control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.